Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was triple clicking and was not opening. A field service engineer applied light pressure to the drawer and it had released, opened and closed the drawer several times to ensure it opened/closed smoothly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer clicks and was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.